Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed yellow collecting waves. Troubleshooting efforts were performed; however, they were unsuccessful. A review determined that the patient received a software update during an in-clinic visit. Based on the device behavior and available data, it was suspected that the device entered a radio frequency (rf) disabled state. Technical services (ts) recommended device replacement and noted the potential for the device to enter safety mode. The patient was subsequently scheduled for a replacement procedure. No adverse patient effects were reported. This crt-p remains in service.